Event description:
Authority report, from great britain. Mhra ref (B)(4). Local reference:(B)(4). Quality complaint was opened: (B)(4). This initial serious case report was received on 20-apr-2021 from paediatric dentistry by the mhra and follow-up 1 information received on 03-jun-2021 from quality department. Both version were processed together. The report (received from mhra) described needle and syringe broken during local anesthetic injection with ultra safety plus in a patient for an unspecified procedure. It has been specified that the incident occurred during a dental procedure under general anesthesia. When using the device, the system has collapsed, often with the two parts of the device separating, and the needle collapsing.it has occurred under sedation and for procedures without impairment of consciousness. Minor sharps injury to oral mucosa from collapsed needle. The reporter described that he had same sort of incident in the past of needle detachedment and even had a glass local anaesthetic cartridge shatter. In this incident the patient was asleep so all components were checked for integrity, the system disposed of and an alternative used to complete the procedure.no information provided on the number of injection, if the cannula was bent prior to injection or the conditions of the dental procedure (extreme pressure applied). Based on available data from quality department: this is the second first complaint for a "injection device disassembling" defect for the f51534aa (201'200 devices) and for this handle batch. No quality defect of the injection device was observed during investigation. No information provided regarding the handle batch number. No returned samples available. No quality defect was identified during our investigation. Information on suspected device : ultra safety plus (batch number: f51534aa : exp. Date: unknown) sender comment: causality assessment on (B)(6) 2021, on initial information received on 20-april-2021: causality assessment on (B)(6) 2021, on initial information received on 03-jun-2021: a. Seriousness: serious (required intervention to prevent permanent impairment/damage (devices)) b. Expectedness: mouth injury: unexpected gb embedded device: unexpected gb needle issue: unexpected gb device dislocation: unexpected gb. C. Causality a) latency - compatible b) recognized association - no c) analysis - since no product defects was identified in the syringe or in the handle following quality investigations, the most probable cause was a use error from the practitioner but the information is not available (excessive pressure exerted by the practitioner during anesthesia or incorrect lock of the syringe in the handle) d) dechallenge - n/a e) rechallenge - n/a concluded causality who: unlikely. Follow-up 1 information received on 03-jun-2021 from quality department: assessment changed from not assessable to unlikely

Manufacturer narrative:
Manufacturer's preliminary comments. Based on the first data available, the incident of system collapsing could be due either to a defect from the syringe inserted in the handle or the handle itself that prevent the device from holding well together. On the other hand, another possible root cause could be an excessive pressure exerted by the practitioner or a use error from the practitioner who did not lock the syringe correctly in the handle (should be locked when "click" is heard) or did not lock the sheath into the handle correctly (should be locked when "click" is heard). However, pending quality investigations and / or return from the practitioner on providing additional information to manufacturer's requests no root cause could be determined. Based on first available information no root cause could be determined. No similar incidents have been reported so far with the device, therefore no CAPA is required. Cause investigation and conclusion. The incident of system collapsing could be due to an excessive pressure exerted by the practitioner or a use error from the practitioner who did not lock the syringe correctly in the handle (should be locked when "click" is heard) or did not lock the sheath into the handle correctly (should be locked when "click" is heard). Quality investigations retrieved no defect of the syringe inserted in the handle or the handle itself that prevent the device from holding well together. Therefore, the most probable root cause was considered as related to practitioner use.

Manufacturer narrative:
Preliminary results and conclusion of manufacturer's investigation: based on the first data available, the incident of system collapsing could be due either to a defect from the syringe inserted in the handle or the handle itself that prevent the device from holding well together. On the other hand, another possible root cause could be an excessive pressure exerted by the practitioner or a use error from the practitioner who did not lock the syringe correctly in the handle (should be locked when "click" is heard) or did not lock the sheath into the handle correctly (should be locked when "click" is heard). However, pending quality investigations and / or return from the practioner on providing additional information to manufacturer's requests no root cause could be determined. Based on first available information no root cause could be determined. No similar incidents have been reported so far with the device, therefore no CAPA is required.

Event description:
Authority report, from great britain. Mhra ref #: (B)(4). Local reference: #: (B)(4); quality complaint was opened: (B)(4). This initial serious case report was received on 20-apr-2021 from paediatric dentistry by the mhra. The report (received from mhra) described needle and syringe broken during local anesthetic injection with ultra safety plus in a patient for an unspecified procedure. It has been specified that the incident occured during a dental procedure under general anesthesia. When using the device, the system has collapsed, often with the two parts of the device separating, and the needle collapsing. It has occurred under sedation and for procedures without impairment of consciousness. Minor sharps injury to oral mucosa from collapsed needle. The reporter described that he had same sort of incident in the past of needle detachment and even had a glass local anaesthetic cartridge shatter. In this incident the patient was asleep so all components were checked for integrity, the system disposed of and an alternative used to complete the procedure. No information provided on the number of injection, if the cannula was bent prior to injection or the conditions of the dental procedure (extreme pressure applied). Investigation report analysis expected. Information on suspected device : ultra safety plus (batch number: f51534aa: exp. Date: unknown). Sender comment: causality assessment on 23-apr-2021, on initial information received on 20-april-2021: seriousness: serious (required intervention to prevent permanent impairment/damage (devices)). Expectedness: mouth injury: unexpected gb. Embedded device: unexpected gb. Needle issue: unexpected gb. Device dislocation: unexpected gb. Causality: latency: compatible. Recognized association: no. Analysis: based on the first data available, the incident of system collapsing could be due either to a defect from the syringe inserted in the handle or the handle itself that prevent the device from holding well together. On the other hand, another possible root cause could be an excessive pressure exerted by the practitioner or a use error from the practitioner who did not lock the syringe correctly in the handle (should be locked when "click" is heard) or did not lock the sheath into the handle correctly (should be locked when "click" is heard). However, pending quality investigations and / or return from the practioner on providing additional information to manufacturer's requests no root cause could be determined. Dechallenge: n/a. Rechallenge: n/a. Concluded causality who: not assessable.